Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) they weren¿t getting adequate stimulation coverage of their left lower back, buttocks, and down their leg to the their foot, but it was unknown what could have caused this. Reprogramming was attempted but it didn¿t resolve the issue. An impedance test was also performed with all results within normal limits. As a result a lead revision was performed on (B)(6) 2016 where one lead was removed and another was placed to provide better left sided coverage which resulted in great results and coverage, and the issue being resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.